Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had control module failure .

Manufacturer narrative:
Corrected fields: b5, h6 (medical device problem code, health effect clinical code and impact code) updated code: b4, d9, e1 (initial reporter name, mail), e2, e3, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) evaluated the unit and could not verify the reported, device booted with no issues. The fse verified fault codes, reinstalled sw (b.17), verified installation (dual green check marks),performed all transducer calibrations, and ran touchscreen for 90min run time @120bpm test. All functional and safety test performed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a control module failure. There was no harm or hazard reported.